Event description:
Boston scientific received information that during the implant of this lead, capture was initially not obtained, and there was high impedence (at 1700 ohms). The physician stated the lead was likely extra-cardiac and perforation was noted. Cardiac effusion was also noted. The lead was successfully repositioned. Post procedure, minimal cardiac effusion could be seen on the echocardiogram.

Manufacturer narrative:
Additional information indicated that the patient did well in post anesthesia care unit (pacu) with no adverse effects. The patient's hospitalization was not longer than usual, and the patient was discharged from the hospital normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.